Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and provided a quote for on site visit by a philips field service engineer (fse) to evaluate the device. The customer later responded they were able to resolve the issue themselves. The customer stated the issue was caused by their local it team during maintenance. Their it team was doing maintenance on the switches on their network which caused the outage. Once they reverted what they did, the issue was resolved and the re-connection was established. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported the patient information center ix keeps losing connection on all centrals. The device was in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. (B)(6).